Event description:
It was reported that during a follow up in clinic, episodes of post-sensed t wave oversensing (pstwos) and r-wave amplitude variation were noted on the right ventricular (rv) lead. A lead revision procedure was performed and the rv lead was repositioned. Following the revision, additional episodes of pstwos and r-wave amplitude variation were noted on the rv lead. Abbott technical support was contacted and the device was reprogrammed to resolve the pstwos. No further intervention regarding the r-wave amplitude variation has been performed at this time. The patient was in stable condition.